Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: proturn, sion black, guide cath. Profit 7fr ss3.5sh, stent: 2.5 x 15 mm resolute onyx, 3.5 x 18 mm resolute onyx. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat the 90 degree bifurcation of the left main artery into the left circumflex (lcx) and proximal left anterior descending (lad) coronary arteries. Superficial calcification was confirmed with intravascular ultrasound imaging. A proturn guide wire was advanced to the lad and a high-torque versaturn guide wire was advanced to the lcx. Following a non-abbott stent being deployed in the lcx, an additional non-abbott stent was deployed at the left main to proximal lad. A non-abbott guide wire successfully recrossed the lcx. On attempted removal of the versaturn guide wire, unspecified resistance was met. The guide wire was ultimately removed independently with force and the tip coils were noted to be stretched. The core and coils were not separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the hi-torque guide wire for ptca, pta, and stents instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the calcified, 90-degree anatomy and/or interaction with other devices resulted in the reported difficulty to remove. Manipulation of the device using force resulted in the reported stretched coils. The noted core and coils detachments likely occurred due to handling during/post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: returned device analysis identified that the core of the high-torque versaturn guide wire was separated 9mm proximal to the distal tip. The coil was separated at same location of noted core separation. The account cannot confirm when the separation occurred. No additional information was provided.